Event description:
(B)(4). Shortly after having essure implanted, I began experiencing extremely painful menstrual periods. There was extreme pain in my pelvic area, radiating down to my knees. The pain would be so bad that I would be unable to get out of bed for the first two days of my period. This pain still occurs with every period. I have also developed chronic joint and muscle pain that is continuous. Other things that have occurred since having essure that were not present prior to essure are: loss of hair, weight gain (over 50lbs), bloating, tinnitus, headaches, chronic neck and back pain, chronic pelvic pain, depression, mental fog, and anxiety.